Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged a month after the implanted date. Additional information indicates that there was loss of capture and lead dislodgment was confirmed through x-ray. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information has been requested, this investigation will be updated should further information be provided.